Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that the pump time appears to be accurate since the initial call. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump has fallen behind in the last two days. There was no impact to the customer's blood glucose level. Tandem technical support guided the customer through setting the correct time.